Manufacturer narrative:
A field svc engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to not respond. This device has been identified as part of a prod recall. This report represents all the info known by the reporter upon query hy hospira personnel.

Event description:
The customer contact reported the device touchscreen does not work. The device was returned to the biomedical dept with an unsigned not that stated, "touchscreen no functioning." No info was provided, therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond. No add'l info was provided.